Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: no patterns were found; therefore, no additional actions are deemed required. The trend of a050401 fluid leak complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Device evaluation: visual analysis of the returned device identified: opening, wear abrasion, crease fold. Leak test was performed and found opening on radius. A microscopic analysis was performed which identify crease smooth opening on radius, stress mark. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: -a crease smooth opening on radius assessed as fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Correct verbiage for reason for reoperation: ¿rupture¿ of saline device.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.